Event description:
An incident involving a single heated wire ventilator circuit was received. The respiratory therapist was adjusting the circuit on the ventilator when the circuit began to smoke and melt. No patient injury or adverse event was reported.